Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for follow up in clinic, device interrogation revealed loss of capture and loss of sensing on the right atrial (ra) lead on surface electrocardiogram(EKG). Chest x-ray revealed micro-dislodgement of the ra lead. No intervention was performed yet. The patient was stable. Further information was requested but not yet available.